Event description:
The nurse reported that the doctor was implanting a medpor two piece small chin implant and the right section of the implant snapped. The doctor used a backup implant to complete the surgery.

Manufacturer narrative:
A review of the device history records could not be conducted as lot number information was not provided for further review.